Event description:
An altitude alarm from the pump was reported by the customer. The customer's blood glucose level was recorded at 11 mmol, which was within the normal range. The customer resumed insulin therapy, and no further action was required as the issue had occurred earlier in the day before contacting technical support.